Event description:
It was reported that the patient's left hip was being revised due to recurring dislocation. The surgeon noted black metallic debris on the taper. The surgeon tried for 2 hours to disassociate the proximal body from the conical distal stem but was unsuccessful. The surgeon had appeared to do a thorough job of removing the bone from the proximal body. Two extraction instruments designed for this process were destroyed while attempting to disassociate the devices.

Manufacturer narrative:
An event regarding dislocation involving an unspecified trident liner was reported. The event could not be confirmed and the root cause not determined due to the minimal information provided.

Event description:
It was reported that the patient's left hip was being revised due to recurring dislocation. The surgeon noted black metallic debris on the taper. The surgeon tried for 2 hours to disassociate the proximal body from the conical distal stem but was unsuccessful. The surgeon had appeared to do a thorough job of removing the bone from the proximal body. Two extraction instruments designed for this process were destroyed while attempting to disassociate the devices.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 40mm x3 f insert.an evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).